Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: no implant operative report has been provided; records have been purged. Relevant medical information: (B)(6) 2000: (B)(6) hospital. (B)(6), d.m., m.d. Pathology report. Right abdominal wall mass. Specimen #1: re-excision of abdominal wall desmoid. Cellular fibroblastic lesion, extending to all margins (deep, medial and lateral), with adjacent reactive changes consistent with prior surgery. Note: it is not possible in this second re-excision to distinguish scar tissue from residual desmoid. However, clinically, residual desmoid seems unlikely in light of the two immediately prior excisions. However, the margins all remain ¿contaminated¿ by scar tissue¿ specimen #2: medial margin. Cellular fibroblastic lesion, extending to all margins with adjacent reactive changes consistent with prior surgery. Specimen #3: skin of umbilical region, excision biopsy¿ skin and subcutaneous tissue with no significant pathologic change. There is no evidence of a neoplasm. Gross description: eight slides ¿ corresponding to a re-excision of abdominal wall specimen, collected on 6/9/00, according to the accompanying pathology report bearing the patient¿s name¿ thirty-one slides are labeled¿ corresponding to a re-excision of abdominal wall desmoid specimen collected on 7/21/00, according to the accompanying pathology report bearing the patient¿s name. (B)(6) 2000: b)(6) hospital. (B)(6), m.d. Operative report. Procedure: wound debridement and irrigation of infected abdominal wound. Pre ¿ and postoperative diagnosis: abdominal wall abscess after wide excision of desmoid tumor. Anesthesia: not indicated. Indication: ¿this is a 31-year-old female who has had several previous resections for desmoid tumor in maine. The margins were still questionable. She had a piece of mesh placed with her last excision and the margins were positive at that time. She has now developed infected mesh and comes in for evaluation and treatment. She has agreed to opening the wound at this time to clean it up, to get out all the old infected material and irrigate out it completely.¿ procedure: ¿the entire abdomen was prepped and draped in the usual sterile fashion. The previous wound was opened a bit, about 3 x 4 centimeters in size. It was completely evacuated with a lot of purulent material. It was copiously irrigated with a water pie. There was clearly a gortex [sic] mesh in the base of the wound which was exposed however in talking with the surgeon, he was clearly into the abdomen and there was no peritoneum left at this point. He did not at this time want to take out the mesh as it looked clean and was hoping that it would allow more time to granulate underneath and remove it down the road and we might get away with just having granulate on top as we would have to go in and re-resect this area down the road anyhow. For this reason I decided to leave it in place. We simply irrigated things out and then packed the wound with a kerlix gauze and a dry sterile dressing was applied. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.¿ explant preoperative complaints (B)(6) 2000: (B)(6) hospital. (B)(6), m.d. Office visit. Reason for visit: (B)(6) returns in follow up today after a resection of a desmoid tumor. Physical examination: the gore-tex graft is now covered now by more granulation tissue. There is still an open exposed area. She is continuing wet to dry dressings to this area. There is no evidence of any infection or cellulitis and will continue with dressing changes with the idea that hopefully I can get this to granulate over. Assessment & plan: once it is granulated over, hopefully it will epithelialize and then electively down the road we could consider a reresection of the area for clean margins. She is comfortable with this plan and will continue on her dressing changes. She will return to see me in three and half to four weeks¿ time to check her wound. (B)(6) 2000: (B)(6) hospital. Samuel singer, m.d. Office visit. (B)(6) returns in follow-up today. She has had a resection of her desmoid tumor with some microscopic positive margins. She still has a gore-tex in place which the wound is open at this point. We are continuing dressing changes. However, on careful examination of the area it appears that the folds of gore-tex are not really granulating over as nicely as I would think and I think it is going to be a very long time if we continue this course. I had a long discussion with her today and suggested that we might try and remove the gore-tex and not replace it but just remove it, and hopefully there is enough underlying granulation tissue that we would just have her develop a hernia at that point, and then once the wound was completely filled in, go back and consider re-resection with repair of her hernia with gore-tex mesh and take out any residual potential desmoid tumor as well. She is not anxious to have further surgery at this time but I told her I felt that removing the gore-tex now would hopefully speed things along and get it healed it faster. She wants to think things over and let us know how she wants to proceed. (B)(6) 2000: (B)(6) hospital. (B)(6), m.d. Indications: ¿this is a 31-year-old female who has undergone several previous resections for a desmoid tumor in maine. The margins at this time are still microscopically positive and she developed an infection of her gore-tex with her last resection. I have been treating her with dressing changes as an outpatient to try and get sufficient scar underneath the mesh so that we could safely remove it. At this point she has agreed to removal of the gore-tex with the idea that she understands that she might get an incisional hernia and that this would allow at least the wound to heal in from the base with dressing changes and to clean up the persistent low-grade infection that she has had. She agrees to removal of the gore-tex mesh at this time. She understands that she might have to come back for proper resection of the area and wound closure down the road once the skin is completely healed.¿ explant procedure: excision of gore-tex patch with debridement of wound and wound packing. Explant date: (B)(6) 2000 [hospitalization: (B)(6) 2000 ¿ discharge date unknown] (B)(6) 2022: brigham & women¿s hospital (boston, ma). Samuel singer, m.d. Operative report. Pre- and postoperative diagnosis: status post wide excision of desmoid tumor, infected gore-tex patch. Anesthesia: general. Estimated blood loss: n/a. Specimens: mesh. Drains: n/a. Procedure: ¿the entire abdomen was prepped and draped in the usual fashion. I opened the wound slightly along its aspect. I grabbed one inch of the gore-tex patch and then carefully removed the prolene suture which was holding it in place. We then continued to pull up the entire gore-tex patch around its entire circumference, removing the entire foreign body. Underneath this was good granulation tissue. There appeared to be no evidence of bowel problems. The gore-tex patch was removed in its entirety and sent off to pathology. The wound was then copiously irrigated with saline solution and water pick and cleaned up quite nicely. I then packed this with a large kerlex gauze and covered it with a dry sterile dressing. I, dr. Singer, was present from the time of skin incision to skin closure and there were no complications.¿ (B)(6) 2000: brigham & women¿s hospital (boston, ma). Christopher fletcher, d.m., m.d. Pathology report. Diagnosis: abdomen, gortex material, excision: surgical grafting material with adherent granulation tissue in which there is florid suppurative inflammation as well as a giant cell reaction. No recurrent tumor seen. Clinical data: operation: removal goretex mesh ¿ abdominal wound closure clinical diagnosis: desmoid tumor ¿ abdominal wall. Tissues submitted: #1: excised gortex graft (abdomen). Gross description: ¿ the specimen is received fresh, labeled with the patient¿s name, unit number and ¿excised goretex graft (abd)¿, and consists of a 13.5 x 9.0 x 0.1 cm tan, ovoid synthetic material (goretex ?) With multiple blue sutures at the periphery. One surface displays a stellate pattern while the opposing surface is smooth with numerous less than 0.1 cm pores. A scant amount of tan/red soft tissue is present. Micro 1: soft tissue fragment, mult frags, ess. Micro 2: representative synthetic material, 2 frags, rss. Relevant medical information: (B)(6) 2001: (B)(6) hospital. (B)(6), m.d. Office visit. Reason for visit: (B)(6) returns in follow up today. She has done quite well after the removal of the gore-tex mesh. Physical exam: her incision is almost completely granulated in. There is just a small area of open un-epithelialized granulation tissue that is about 1-cm in size. It is contracting nicely. There are some areas of hypertrophic granulation in that one small area, which I treated with some silver nitrate. She will continue to keep this covered with a dry sterile dressing and then this should hopefully heal or re-epithelialize fairly quickly. Once it does she will not need to do any dressing any further. Assessment & plan: I will see her back in three months¿ time for a repeat wound check and then repeat an abdominal pelvic CT scan at that time to look for any evidence of recurrent masses to suggest recurrent desmoid. I think that I will just continue to follow her closely and if she does recur, then we could always do a re-wide excision of the area. Otherwise, in fact with this gore-tex out, she doesn't even have that much of a hernia defect, although I have her on an external support just to avoid a lot of increasing abdominal pressure since we had to remove the gore-tex mesh. She seems to be doing quite well and is quite active at this time. (B)(6) 2001: (B)(6) hospital. (B)(6), m.d. Office visit. Reason for visit: (B)(6) returns in follow up today. She has done quite well after the removal of the gore-tex mesh. Physical examination: her incision is almost completely granulated in. There is just a small area of open un-epithelialized granulation tissue that is about 1-cm in size. It is contracting nicely. There are some areas of hypertrophic granulation in that one small area, which I treated with some silver nitrate. She will continue to keep this covered with a dry sterile dressing and then this should hopefully heal or re-epithelialize fairly quickly. Once it does she will not need to do any dressing any further. Assessment & plan: I will see her back in three months¿ time for a repeat wound check and then repeat an abdominal pelvic CT scan at that time to look for any evidence of recurrent masses to suggest recurrent desmoid. I think that I will just continue to follow her closely and if she does recur, then we could always do a re-wide excision of the area. Otherwise, in fact with this gore-tex out, she doesn't even have that much of a hernia defect, although I have her on an external support just to avoid a lot of increasing abdominal pressure since we had to remove the gore-tex mesh. She seems to be doing quite well and is quite active at this time. ¿(B)(6) 2001: (B)(6) hospital. (B)(6), m.d. Office visit. Reason for visit: (B)(6) returns in follow up today. She had a wide excision of a desmoid tumor from her anterior abdominal wall on the outside. She has a small hernia in this area, which is asymptomatic, and not giving her any trouble at this time. At this point she is getting more active. Physical exam: on physical exam her abdomen is soft. She has no palpable masses, tenderness or splenomegaly. Her gore-tex is completely removed at this point. Her incision is well healed. She has a slight hernia defect around the scar site, which bulges out slightly when she stands up, but there is no evidence for any incarceration, and it is widely open and easily reducible. She has no evidence of palpable tumor recurrence. Assessment & plan: status post a desmoid resection. No clear evidence of tumor recurrence. I feel no evidence of palpable recurrent disease. She will return to see me in three months' time for a follow-up visit and repeat abdominopelvic CT scan. ¿ 10/22/01: brigham & women¿s hospital. Samuel singer, m.d. Office visit. Reason for visit: tracey goulden returns in follow up today, after a wide resection of a desmoid tumor, from her anterior abdominal wall. There is a small hernia in this area, where we removed the mesh, but it is otherwise doing quite well. This does not bother her at all, and she is very active, without any pain or discomfort. Physical exam: on physical exam, her abdomen is soft without any palpable masses, tenderness or organomegaly. She has no evidence of palpable recurrent disease. You can feel the area where there is some weakness in the anterior abdominal wall, but it is not particularly protuberant, and there is no evidence that bowel is being caught in it. Assessment & plan: no palpable evidence of recurrent disease. She will return to see me in six months' time, for a routine follow up check and repeat abdominal pelvic CT scan. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent a unknown hernia repair on unknown date whereby a unknown gore device was implanted. The complaint alleges that on (B)(6) 2000 and (B)(6) 2000, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: additional surgery, pain & suffering, infection, mesh removal, seroma, infected mesh, pain & suffering. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿to help maintain asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material. Staged repairs should be considered when the soft tissue patch will be subjected to gross contamination.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions and/or actions of healthcare professional or device user, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.